Event description:
The customer reported that during a patient procedure, using a glidescope video baton quickconnect large, the image intermittently froze twice and produced fuzzy lines during the intubation. The procedure was completed using a backup glidescope system, which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope quickconnect video baton large was provided to the customer, and the reported glidescope quickconnect video baton large used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and confirmed the reported image issue. When connecting the reported video baton to known, good, test verathon equipment, the image on the connected test monitor produced lines, grainy across the screen, poor color, and poor to intermittent image. The glidescope quickconnect video baton large failed verathon's functionality testing. Upon completion of the evaluation the glidescope quickconnect video baton large was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.